Manufacturer narrative:
Not returned from distributor.

Event description:
A revision (explantation) was required due to exposure of the plate through the tissue. The initial implantation of the implant was good, but over time, it the skin of the patient separated, and the implant was visable through the separation.